Manufacturer narrative:
(B)(4).

Event description:
The customer was contacted by beckman coulter on (B)(6) 2011 via the accutni msp customer contact program. Customer indicated an occurrence of non-reproducible false positive accutni result. The event will be assumed to be worst case scenario and that a false positive accutni patient's result was recovered above the ami cut-off with repeat results recovering within the normal reference range. A root cause for this event was not determined.